Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of device. Failure event observed during analysis. Final analysis found that lead was returned in four pieces. Insulation abrasion was noted at 20.7 cm to 20.8 cm from connector pin. The abrasion was consistent with constant friction to another implantable device. (B)(4). (B)(6).